Event description:
It was reported that during a refill, the pt's pump "seemed to have stopped". Telemetry was done showing the estimated residual volume 10.4 cc and the actual residual volume was "about" 16cc. A rotor study was performed and found the pump was not running. A dye study was performed indicating the catheter was "good" which was confirmed in surgery. The pump was replaced. The drug in the pump was compounded baclofen at a concentration of 4000 mcg/ml. Drug analysis showed the actual concentration was 4155 mcg/ml. This was 3.9% higher in concentration than labeled, but considered to have passed as it was within the +/-5% margin. The drug had no precipate and the ph was 7.15, which was slightly above the expected range of 5.0-7.0. The pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.